Event description:
Bioglue was used on a patient on (B)(6) 2014 for a posterior fossa approach. It was used along with duragen - dural graft. The patient returned for review after approximately a month and a cerebral spinal fluid (csf) leak was found with complete absorption of duragen. Bioglue was a kind of "rubber material" that migrated from the site of application. Re-operation took place to prevent csf leak and to avoid further complications.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
Bioglue was used on a patient on (B)(6) 2013 for a posterior fossa approach. It was used along with duragen - dural graft. The patient returned for review and a cerebral spinal fluid (csf) leak was found with complete absorption of duragen. Bioglue was a kind of "rubber material" that migrated from the site of application. Re-operation took place to prevent csf leak and to avoid further complications. The bioglue was not returned for evaluation, so no direct observations could be made. A records review was performed for the lot number and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. Based on the characteristics of duragen, use with bioglue is not likely a viable option as duragen is an on-lay graft that does not require suturing, though tensionless "stay" sutures are acceptable. Because bioglue is intended to adhere to tissue, it would not be possible to use bioglue with the duragen patch in a "tensionless" manner. In addition, bioglue was applied around the entire perimeter of the dural patch material. Per information available regarding duragen, duragen absorbs plasma and blood from the surgical field; a fibrin clot forms within the duragen matrix creating a rapid mechanical barrier against csf leakage. As the graft isn't intended to be sutured and bioglue was applied around the entire perimeter of the graft, this likely interfered with duragen's mode of action resulting in the observed event. Based on the information available, a definitive root cause of the reported event is unknown. However, bioglue and duragen do not appear to be compatible with one another and the use of them adjunctively in this case likely contributed to the reported event.

Event description:
Bioglue was used on a patient on (B)(6) 2013 for a posterior fossa approach. It was used along with duragen - dural graft. The patient returned for review and a cerebral spinal fluid (csf) leak was found with complete absorption of duragen. Bioglue was a kind of "rubber material" that migrated from the site of application. Re-operation took place to prevent csf leak and to avoid further complications.